Manufacturer narrative:
B5: lens was removed due to glare and a strong aperture. Reportedly, "the postoperative glare and aperture were strong, and the patient could not adapt, so the crystal was required to be removed." Claim# (B)(4).

Manufacturer narrative:
Additional information: d9: return date: (B)(6) 2023. H3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/1.0/110 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and the problem was resolved. Cause of the event is unknown.